Event description:
Initial (21-jul-2025): this reportable incident was received via telephone in reference to compound w nitrofreeze. The consumer intended to use the compound w nitrofreeze for a plantar wart and during activation of the product " when I followed the first instruction to turn the white pen until I hear the click, it blew the cap off and emptied the entire freeze cartridge and I was unable to use it at all.." This was the first time the consumer used the device. He reported there were no injuries as a result. Meddra version 28.0. Device expulsion: unexpected. According to the company reference safety information.